Manufacturer narrative:
(B)(4).

Event description:
It was reported coupling and/or communication issues. Patient stated she could not get "58" but when she tried to charge the device it read reposition antenna. Patient indicated she got a "call your doctor" screen that said power on reset (por). It was later reported company representative suspected there was a possible problem with the implantable neuro stimulator (ins). Company representative noted telemetry issues. An ins over discharge was suspected. At the time of this report, no further information was reported. Additional information was requested and will be provided when available. Refer to manufacturer report # 3004209178201007909.